Event description:
The plaintiff's attorney alleged the pt experienced the sudden cardiac event and subsequently expired approximately four months later which were alleged to have been caused by exposure to naturalyte and/or granuflo product administered during dialysis treatment.

Manufacturer narrative:
An approximate date of death was provided in date of event. A follow up is in progress to confirm the actual date of death. This is one of two device reports for this event.